Manufacturer narrative:
(B)(4). The additional proglide device is filed under a separate medwatch report number. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the two proglide devices were advanced completely over the wire, without retracting the guidewire at skin level. The proglide devices were only successfully advanced with the guide wire in situ. Hemostasis was achieved post procedure with the sutures of the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. It should be noted that the IFU (instruction for use), states: backload the smc device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. In this case the physician realized there was high degree of torsion of the vessel and the advance of the proglide device completely over the wire without retracting the guidewire at skin level was done to provide more support to the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to operational context and the subsequent patient effect and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.